Event description:
Philips received a complaint by the customer on the v60 stand indicating that the casters are falling off when in use. It was reported there was no patient involvement at the time the issue was discovered. There was no patient or user harmed. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. Further information is pending.

Manufacturer narrative:
Customer states that when doing preventative maintenance (pm's) he often finds the v60 stand casters loose. 3 base assemblies and multiple casters have had to be replaced due to damage from being loose. Customer states that if a castor came all the way off it could make the stand and ventilator tip over causing damage. The customer informed that he has examples of damaged v60 stand bases displaying damage from loose casters. H11: updated contact information, contact office entity, and manufacturing site. This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00161. All information from the original report(s) has been transferred to this report.